Event description:
It was reported that the patient experienced loss of therapeutic effect, at nighttime only when she went to watch grandchild at her son's house 2-3 times a week. It was indicated that it occurred since match .the patient slept ¿on an air mattress next to garage door opener.¿ symptoms reported had sudden onset only when watching grandchild at her son's house otherwise patient stated that she had symptom control 99% of the time. The patient stated that at this time she had not checked her device or adjusted stimulation when she had experienced return of symptoms while at her son's house. It was noted that patient received assistance from their manufacturer representative and her concerns were resolved. A follow-up report will be sent if additional information becomes available

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0e6sh, implanted: (B)(6) 2013, product type lead. (B)(4).